Event description:
It was reported that stent damage/fracture and dislodgement lead to additional surgery. Vascular access was obtained via the right femoral artery. The length of the target lesion was 30mm and the width was close to 7mm located in the non-tortuous and non-calcified superior mesenteric artery. After a 7fr guide catheter and a 035" guidewire crossed the lesion, pre-dilatation was performed. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, during the procedure, the stent was caught on the sheath, it was stated that "the stent got folded upon and broken" and then came off the delivery system. The stent was removed intact, the procedure was stopped. The patient required urgent intervention, the physician was unable to go for another size so they decided to take the patient for surgery. There were no further patient complications reported, related to the fractured product, and the patient status was stable before surgery.